Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump was returned to animas and investigated by product analysis on 09/29/2016 with the following findings: on investigation, the display was intact and without damage. During the investigation, the display screen was noted to be dim/faded and discolored. Investigation duplicated a display issue. Unrelated to the original complaint, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (display issue) issue; the health care provider claimed a display issue, but was not able to describe what the issue was. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.